Manufacturer narrative:
The end user bought the wheelchair online at (B)(6) and had it shipped directly to her, so she does not know of a local dealer. She has been using the chair for six months since the alleged incident and said there doesn't seem to be anything wrong with it, but she decided maybe it should be checked out just in case. Invacare contacted a provider/service center and asked them to contact the end user and arrange to evaluate/service the wheelchair and ensure it is in proper working order. Invacare requested the dealer document the evaluation/service call. Should additional information become available, a supplemental record will be filed. The device was manufactured by invacare rehabilitation equipment co. ((B)(4)); however, they are no longer in business, and the device was discontinued on, 07/15/2016. Therefore, the MDR is being filed under invacare (B)(4).

Event description:
The end user reported that in (B)(6) 2018, she was driving her pronto air wheelchair down an incline on a paved pathway. The incline had a bend in it, and she felt she was going a little too fast for the bend. She removed her hand from the joystick to slow down, and she went off the path, the wheelchair tilted sideways, and she fell out of the chair, breaking the femur in her left leg. The caller stated she had to have surgery to have a steel rod put in her leg.